Event description:
Patient reports that for the last several weeks the ok, up and down arrows on the keypad are staying down after being pressed. Patient denies any physical damage to the keypad or pump. Patient wears pump in pocket and does not expose pump to moisture.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.